Event description:
The following information was reported: balloon loss of pressure occurred after the balloon reached the sheath and before reaching the arteriotomy. Hemostasis was achieved with another vascular closure device. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. Procedure type: intervention vessel type: peripheral sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4). Note: pi number is unknown as the lot number was not provided.